Event description:
Nicu infant receiving oxygen therapy via ventilator and, therefore, required monitoring of oxygen saturations. Neonatal sensor applied to right foot. Right foot noted to be swollen and with discoloration on top and side of foot. Appropriate treatment ordered. Consultants concluded that wound was a thermal burn most likely involving the neonatal sensor.